Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that consumer uses the chair a lot. The tires pop on her. The patient was out when the tire blew the dealer pulled a tire from another chair and drove out to the consumer traded the tires so the consumer could continue on.